Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: b5: the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+4.0/173 (sphere/cylinder/axis), on (B)(6) 2022. H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: d2: common device name: phakic toric intraocular lens, product code: qcb. Claim # (B)(4).

Manufacturer narrative:
D4: unique identifier (B)(4) should be added to the inital MDR. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue/debris in a microcentrifuge vial. Visual inspection found no visible damage on the lens with fibers on the lens surface. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B3 - date of event: 19-mar-2022 should be added to the initial MDR. B5 - "on (B)(6) 2023 the lens was explanted due to refractive surprise. The problem is resolved." Should be added to the initial MDR. D6b - explant date (B)(6) 2023 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4627 should be added to the initial MDR. Claim # (B)(4).